Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4), ubd: unknown, UDI#: (B)(4). Product ID: 9735783, serial/lot #: unknown, ubd: unknown, UDI#: unknown. This event and related analysis were previously submitted under 1723170-2021-00541. If information is provided in the future, a supplemental report will be issued.

Event description:
This event was previously submitted under 1723170-2021-00541.